Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during use the pencil stuck in the on position. There was no injury to the pt. Another pencil was used to complete the procedure. The site has indicated no further info is available.